Event description:
It was reported that during a lobectomy procedure, the device knife did not return to original position at 5th firing, and could not remove the device from the tissue. The doctor pulled the tissue and removed the device. The case was completed by hand-suturing.